Manufacturer narrative:
This issue is deemed a reportable event since the malfunction [?]oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator was a malfunction of the o2 mixer valve not opening. (Mechanically jammed due storage of the device for a long period before usage). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The two c1s were delivered to the hospital in (B)(6) 2021, but were stored in a warehouse. However, when the hospital decided to start using the c1 and the local staff inspected it, the 'oxygen supply failed' alarm occurred. The pressure of the hyperbaric oxygen was normal, and replacing the pressure-resistant hose did not change the phenomenon. The local staff upgraded the version to sw2.2.10, but the phenomenon did not change. When he ran the tsw, the o2 input test became failed. Under the same conditions, the other c1 unit is working fine. What could be the cause?